Event description:
The pt improved very little and the pressure limit alarm sounded on most of the machine breaths. The pt appeared uncomfortable with a high respiratory rate. The ventilator was removed from the pt and was placed on a test lung in order to determine if it was functioning correctly. The pressures and volumes appeared as to be expected. The pt was placed back on the ventilator and continued to exhibit labored breathing. The pt's condition became increasingly unstable with periods of significantly decreased blood pressure, bradycardia, and arhythmias. Adjustments were made to the cardiac meds and the pt was bagged until they became more stable. The pt was placed back on the vent to have the same scenario recur. The pt then was placed on another vent and began to show signs of improvement. The respiratory therapy supv noted that it appeared to be a valve on the vent that seemed to be sticking. The ventilator was tested by the in-house biomed staff. At first examination the expiratory (exp) pressure transducer zero setting was not correct. The (exp) pressure setting was readjusted to zero but it wouldn't remain stable. The zero adjustment continued to change and drift. The inspiratory (insp) and the (exp) pressures transducers were swapped to isolate the problem to a pressure transducer or the ventilator. The problem didn't follow the transducer. The connectors for the transducers were cleaned and the transducers were installed in the original positions. The ventilator was calibrated and the vent was run for 100 hrs to monitor for any calibration change. The ventilator worked fine once the calibration remained stable. The ventilator was returned to svc.